Manufacturer narrative:
Tomita h;nakanishi t;hamaoka k;kobayashi t;ono y; (2010). Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circulation journal : official journal of the japanese circulation society. Https://pubmed.ncbi.nlm.nih.gov/20595775/. As reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: (B)(4)., during placement of an unknown palmaz stent, 5 stents slipped form the balloon. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent dislodged - in patient¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics are unknown. As no lot numbers, catalogue codes or other product information was supplied phrs could not be completed. According to the safety information in the instructions for use ¿do not attempt to remove or readjust the stent once crimped on the delivery system. The safety and effectiveness of this device for use in the vascular system have not been established. Do not attempt to remove or readjust the stent on the delivery system. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. The very limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: (B)(4)., during placement of an unknown palmaz stent, 5 stents slipped form the balloon. There was no reported patient injury. The devices will not be returned for evaluation.